Event description:
It was reported that a pt became unresponsive and staff could not find a palpable pulse. The pt was monitored by telemetry and the apexpro telemetry system reported did not assert any alarms for the event. The site alleges that there was a delay in response to the event. The pt self-recovered and no medical intervention was required. The pt was transferred to a bedside physiological monitor. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
No info has been made available.